Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site took 2d scout shots and then went to take a 3d spin but the system began to beep and the light on top of the mobile view station (mvs) turned yellow. The site tried one more time with the hand switch with no change, so they tried the foot switch and the same issue occurred. The site then rebooted the system with no change. Technical services (ts) asked if the site had any peripherals connected during the reboot and they did. Therefore, the ts advised that the site disconnected peripherals, shutdown the system and then booted it back on and reconnected the system to the navigation system. After doing so, the system initialized and the site was able to successfully take a 3d scan. There was no impact on patient outcome and the issue caused a ten-minute delay. Additional information was receive d. There were no unused shots. Additional information was received. The type of procedure was sacroiliac and thoracolumbar.